Manufacturer narrative:
Qn# (B)(4). UDI# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that via a medwatch report, "device would stick and not punch while in use". Additional information received states that there was no patient harm or injury, or medical intervention required. The patient was discharged.

Event description:
It was reported that via a medwatch report, "device would stick and not punch while in use". Additional information received states that there was no patient harm or injury, or medical intervention required. The patient was discharged.

Manufacturer narrative:
(B)(4). UDI# (B)(4). One unit of catalog number dp-40k (pu dp-40k disp punch 4.0mm) was received for evaluation. Sample wasn't received in its original packaging. Unit was visually inspected; it was noticed the core stuck inside of blade. After force to release the tip, it was noticed tissue in the tip of core and inside of punch. The core and blade were measured against drawings and all measurements met the specification. A functional inspection of the product involved in the complaint could not be conducted based on the condition of sample received (core stuck inside of blade). The device history record has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No non-conformance reports were originated for the lot in question that can be associated to the complaint reported. DHR shows that the product was assembled & inspected according to our specifications. The product IFU contain some warnings to prevent jamming issues: "failure to remove excised tissue from the punch or excessive cleaning may cause punch jamming or incomplete cuts" and "use of the aortic punch in abnormally thick, calcified or atherosclerotic aorta may lead to incomplete punches or jamming of the device." Customer complaint is confirmed since the unit had the tip stuck and could not be disengaged manually. Even though the unit was stuck there is not sufficient evidence to assure this is a manufacturing defect, and it is unknown if instructions and warnings per IFU were properly followed. No dimensional issues were found therefore it cannot be confirmed as a manufacturing defect. Complaints of this type will continue to be monitored via periodic reviews to evaluate if any trend exists.